Event description:
Patient with t4 n0 squamous cell carcinoma of the supraglottic larynx who has evidence for recurrent disease as well as a postradiation esophageal stricture. He had undergone placement of an upper esophageal stent four months ago at which time an alimaxx 18 x 100 self-expanding metal stent was placed. He now reports that when swallowing saliva or drinking liquids he experiences coughing, and expels liquids from his tracheostomy. Prior to the onset of these symptoms he had been tolerating liquids, as well as soft mushy diet.